Event description:
The dynaflex device was removed from the patient and an ambicor device was implanted due to "pain in whole penis and patient dissatisfaction because it was not possible to cycle the prosthesis."